Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for a blood glucose of 753 mg/dl with high ketones, tiredness, and inability to eat; the reporter did not specify a date of this event. The reporter indicated being treated with intravenous insulin in the hospital and the reporter was then on manual injections. The reporter indicated that the pump was emitting reoccurring call service alarms. The reporter was unclear on exactly when the call service alarms had started but indicated that the pump was rebooted multiple times without resolving the alarm. This report is made based on the allegation that the patient was hospitalized for hyperglycemia and the reported recurring alarm issue could not be ruled out as a cause or contributor to the patient¿s event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: the pump black box showed multiple call service 054 alarms. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump powered on and alarmed for a call service 054 alarm. The pump software was reloaded into the pump and the pump was able to successfully power on without call service alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No call service alarms occurred during the exercise. Unrelated to the complaint, the display screen was found to be dim and discolored and the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.